Manufacturer narrative:
The reported event that the tip is broken in two pieces could be confirmed. Moreover, the fracture surface of the broken off part of the hinge shows an intercrystalline fracture due to stress crack corrosion. Both the DHR review and the hardness measurement performed showed that the device was manufactured according to specification. Most likely, the appearance of the corrosion (also seen at the hinge area) was caused by insufficient or improper cleaning when blood and/or other fluids were not completely removed. Combined with constant usage, the applied bending forces (e.g. During cutting) eventually led to the breakage. Therefore, the root cause for the breakage can be tied to a user related maintenance issue. Indications for any material, manufacturing, or design related problems were not determined in the investigation. Therefore no preventive/corrective action is required at this time.

Event description:
It was reported that the device tip is broken in two pieces. There was no associated procedure, as this was noticed during an inspection. There was no patient involvement, medical intervention, or adverse consequences.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the device tip is broken in two pieces. There was no associated procedure, as this was noticed during an inspection. There was no patient involvement, medical intervention, or adverse consequences.